Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade of the trocar didn't come out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) batch # = m91z89. The analysis results of the k5lt found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.